Event description:
Reporter called to report an adverse event involving zoll CPR stat-padz. Reporter stated that the stat-padz were removed from sealed packaging and placed onto the pt. Paramedic administered synchronized cardioversion, attempted shock not delivered to pt. Paramedic noted that stat-padz cable had disconnected from anterior chest pad. Reporter stated that these devices get tugged on a lot, but it's not normally a problem. Diagnosis for use: unstable tachycardia.